Event description:
It was reported that during a brevera procedure on (B)(6) 2025, the needle was tested and was positioned into the patient, when the biopsy began an unusual sound was observed and the needle was withdraw, upon removal a piece of metal was observed protruding from the aperture. No patient harm reported and no pieces left inside the breast. The procedure was completed successfully with a second device. No medical intervention required. No other information available.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Manufacturer narrative:
An investigation was completed: it was reported that during a brevera procedure on (B)(6) 2025, the needle was tested and was positioned into the patient, when the biopsy began an unusual sound was observed and the needle was withdrawn, upon removal a piece of metal was observed protruding from the aperture. No patient harm reported, and no pieces left inside the breast. The procedure was completed successfully with a second device. No medical intervention required. The device was returned to the post market quality laboratory for investigation. Visual inspection was conducted, and the cut block was found damaged, and the gear of the inner cannula and the bearing was damaged. The only particle found was a part of the cut block protrusion. No metal fragments or other particles were identified. Additionally, no damage was found on the inner cannula. Functional testing could not be performed due to the device being damaged. The brevera device inspected by the pmqa team showed extensive damage to the inner cannula tip. The most likely failure mode was caused by an advanced inner cannula (ic), resulting from excessive and extreme interaction between the cannulas, as the inner cannula experiences greater displacement during its translating motion. This extreme condition can generate several failure modes that compromise the integrity of the cannulas. The investigation determined that the probable cause for this issue is related to an existing CAPA. As mentioned in the CAPA, this failure can occur due to incorrect placement of the disposable on the driver, since the current brevera console software does not have an alarm or system to alert the user when the driver is not in its home position. When the disposable is removed while the ic is retracted in any mode except standby, a pop-up message or alarm appears. Given the recurring nature of this issue, corrective measures were initiated to identify the root cause and establish appropriate actions in the CAPA. Conclusion: the reported issues have been confirmed, and the root cause has most probably been identified. A CAPA has already been created to establish the need for updates to the risk management files and corresponding corrective and preventive actions regarding the specific damage between the outer and inner cannula, including the cut block. The risk index for this situation is inside of the range already calculated in the risk trending. No update of the risk management file is currently needed. Future events will be closely monitored and analyzed for potential trends. Device history record (DHR) review: the DHR was reviewed for the corresponding lot; however, no manufacturing issues or relevant risk factors related to the analyzed failure mode were identified. Lot number 24g23r expiration date 23-jul-2026 manufacture date 23-jul-2024 UDI (B)(4).